Event description:
It was reported that during a routine check of the ventilator, the service engineer found a damaged nozzle unit inside the oxygen gas module. There was no patient involvement. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. The nozzle unit inside the oxygen gas module was replaced. A supplemental MDR report will be sent when the investigation of the replaced part is completed.